Event description:
Rptr was at work and suspects exposure to latex dust via cross contamination of powdered vinyl gloves. Had sudden itching, nausea, stomach pain, shaking, lost feelings in hands, felt shock-like symptoms as well as s.o.b. Gave themselves epi injection, breathing improved, then went to e.r. Where they were given o2, IV's, monitored and released.